Event description:
Pt reported the display of the infusion device is missing pixel lines and columns. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval. A preliminary eval revealed the infusion device was damaged due to mishandling of the product. The display and the infusion device housing are broken due to a mechanical impact. The broken display could lead to misinterpretation of insulin delivery amounts. The power supply path of the infusion device was also damaged leading to a power interruption. And the infusion device shutdown without providing an alert or error message. Further info and the eval results will be sent when the investigation is complete.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.